Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No unexpected no delivery alarm noted. The insulin pump was programmed with multiple boluses all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus anomaly noted. Unit received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery test. No unexpected no delivery alarm noted. Pump programmed with multiple boluses all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus anomaly noted. Pump received with cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was not delivering all of the bolus and insulin pump received a no delivery alarm. Customer's blood glucose was 398 mg/dl and was 400 mg/dl at the time of call. Customer was assisted with performing a 5.0 unit fixed prime and insulin did exit. Customer was assisted twice and insulin exit both times. Customer was advised that infusion set may have been occluded. Customer reported that issue happened with sets from another box. Customer would be returning five infusion sets and five reservoirs. Customer reported that healthcare professional suggested that insulin pump be replaced. Customer declined high blood glucose troubleshooting.